Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to site to check the equipment. Representative reported finding a drape or trash cable train track. Trash was wrapped around the cable chain and bent the cable train track. The track was repaired and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while in a spinal fusion procedure the gantry of the imaging system had trouble spinning and sounded as if there was an obstruction. Site did four spins and on the fourth spin the gantry rotated the most and then stopped. Site reported that the surgeon had enough images to see the anatomy and this was the last spin of the case. The system was removed from the room and when the site tried to rehome the system and the tube and detector did not rotate back to the anterior posterior (ap) position. The surgery was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.